Event description:
It was reported that an alarm 20 occurred during pumping, and the pump was still under warranty. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. However, the customer was unable to successfully load a cartridge and resume insulin therapy as the alarm recurred. Technical support assisted by instructing the caller on proper load technique and ultimately decided to replace the pump. The customer was informed and acknowledged the instructions to put the pump into storage mode and return it using a pre-paid label within ten days, and planned to use mdi as backup therapy to ensure continuous insulin delivery.